Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a button keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 12/02/2013 device evaluation:the device has been returned and evaluated by product analysis on 11/19/2013 with the following findings:the complaint of unresponsive up arrow, down arrow and ok keypad buttons was not duplicated during testing. All of the keypad buttons responded appropriately and were functional. The keypad had no visible sign of damage. The keypad cover was removed and no evidence of contamination was found. The pump was opened and no damage or contamination was found to the keypad flex and connector. Unrelated to the complaint, evaluation revealed that the bolus button intermittently responsive to button presses and required hard presses to elicit a response. A hole was visible on the cover. The button cover was removed and the internal plug contact was found to be misaligned with debris observed on the pins. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.